Manufacturer narrative:
.

Event description:
It was reported that the patient developed an infection. On (B)(6) 2012, the atrial lead and system were explanted. Antibiotics were also prescribed. A new system was implanted on an unspecified date.